Manufacturer narrative:
(B)(4). Approximate age of device ¿ 62 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was admitted into the hospital with 1 week of dizziness and worsening fatigue. The patient experienced 1 day of pallor, mild confusion, and dark tarry stool with epigastric pain. The patient had acute on chronic anemia. On (B)(6) 2018, an upper endoscopy showed the esophagus and the duodenum were normal. The source of the bleeding was most likely a small intestine/colonic arteriovenous malformation. The patient received a blood transfusion.